Manufacturer narrative:
(B)(4). Event occurred during the week of (B)(6) 2016.

Event description:
It was reported that during an unspecified cardiac procedure, the device did not load correctly and the clips did not hold on the target tissue. It is unknown how the procedure was completed. There were no adverse patient consequences reported. The device was disposed of after the procedure.